Event description:
Journal reference: mazzone, et al. "Bilateral implantation of centromedian-parafascicularis complex and gpi. A new combination of unconventional targets for deep brain stimulation in severe parkinson disease" neuromodulation, 2006, 9:221-228. Reportable event: one patient required the removal of the left hemisphere electrodes (dbs leads model 3387 (n=1) and model 3389 (n=1) due to sepsis. No additional treatment or outcome information was provided.

Manufacturer narrative:
Journal reference: mazzone, et al. "Bilateral implantation of centromedian-parafascicularis complex and gpi. A new combincation of unconventional targets for deep brain stimulation in severe parkinson disease" neuromodulation, 2006, 9:221-228.